Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient, whose trial started on (B)(6), reported they had stimulation in their legs and bottom of their feet, but not in the knee where it was needed. It was noted the consumer felt bad from it when walking around. The consumer adjusted the amplitude and changing programs but it hadn¿t helped. The trial stopped on (B)(6) and the wire was removed. Prior to having the wire removed an x-ray was performed which showed the wire ¿had moved down a little.¿ the consumer was going to meet with the surgeon to discuss if they were a candidate for implant and if they would use the paddle lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.